Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the electrode tip may remain hot enough to cause burns after the current has been de-activated. Inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode, or by the active accessory being in close proximity to the conductive object. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer the plpul2020, ultra surgical smoke evacuation pencil device was used in a general surgery lap partial hepatectomy/liver ablation procedure on (B)(6)2025, and ¿at start of case bovie set on drape and burned through drape and utility drape below. Supine position. Prepped with chg.¿. The procedure was completed without the use of an alternate device. There was no injury, medical/surgical intervention, or extended hospitalization for the patient or user, and no device malfunction alleged or identified. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer the plpul2020, ultra surgical smoke evacuation pencil device was used in a general surgery lap partial hepatectomy/liver ablation procedure on (B)(6) 2025, and ¿at start of case bovie set on drape and burned through drape and utility drape below. Supine position. Prepped with chg.¿. The procedure was completed without the use of an alternate device. There was no injury, medical/surgical intervention, or extended hospitalization for the patient or user, and no device malfunction alleged or identified. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.